Event description:
The user received questionable low results for sodium and potassium on both ise units (ise1) and (ise2) of the module core analyzer for multiple patient samples. The user provided results for twelve patient samples. Six patient samples were discrepant. Patient sample 1, the initial sodium result run on (ise2) gave 127; the repeat result gave 138 mmol/l. The sample was additionally repeated on the abl blood gas analyzer giving 138 mmol/l. Patient sample 2, on (B)(6) 2010 the initial sodium result run on (ise1) gave 130 mmol/l. The sample was repeated on (ise2) giving 142 mmol/l. Patient sample 3, on (B)(6) 2010 the sample was initially run on (ise1) giving a sodium result of 129 and a potassium result of 3.5 mmol/l. On (B)(6) 2010 the sample was repeated on (ise2) giving a sodium result of 147 and a potassium result of 4.1 mmol/l. The sample was additionally repeated on the abl analyzer giving a sodium result of 147 and a potassium result of 4.1 mmol/l. Patient sample 4, on (B)(6) 2010 the initial sodium result run on (ise1) gave 129 mmol/l. The sample was repeated on (ise2) giving 142 mmol/l. The sample was additionally repeated on the abl analyzer giving 144 mmol/l. Patient sample 5, on (B)(6) 2010 the initial sodium result run on (ise1) gave 133 mmol/l. The sample was repeated on (ise2) giving 124 mmol/l. Patient sample 6, on 08/13/2010 the initial sodium result run on (ise2) gave 124 mmol/l. The sample was repeated on (ise1) giving 135 mmol/l. The sample was additionally repeated on the abl analyzer giving 138 mmol/l. The user said none of the low results for sodium and potassium were reported outside the laboratory. There were no patients affected by this issue. The sodium and potassium electrode lot numbers were not provided. The field service representative (fsr) found the ise probe tip was dirty. He performed cleaning maintenance. The fsr and customer ran performance tests, which passed within customers specifications.